Manufacturer narrative:
(B)(4). (B)(6). Reporter had indicated that product will be returned. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the device had been cross threaded.

Manufacturer narrative:
Concomitant medical products: impaction head pn: 00249003200 lot: unk. Complaint sample was evaluated and the reported event was confirmed. Visual inspection was performed on the returned guide and noted the threads inside the guide were stripped. A functional check with the appropriate thread gage confirmed that they no longer function as intended. The impaction head used was not provided for evaluation. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Concomitant medical products: unknown, impaction head, unknown.